Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.